Event description:
Hill-rom received a report from the account stating the foot tray of the mobile lift was cracked. The lift was located in the patient room at the time of the incident. There was no patient or user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the foot tray to be cracked when he inspected. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this lift in 10/2015. It is unknown if the facility performed any other preventative maintenance on this lift. The technician replaced the foot tray to resolve the issue. Based on this information, no further action is required.